Event description:
A (B)(6) year old male pt underwent a ureteroscopy on (B)(6) 2014. During the ureteroscopy, the basket broke off, remaining in the kidney. A stent was placed in the pt and a follow up is scheduled for the pt in the next 2 weeks for possible removal of the device portion.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.